Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 35mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 23mm non-abbott device. It was that after implant of the valve, the patient developed a transient complete heart block. The complete heart block spontaneously regressed. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed once during procedure due to being deployed too high. The length of the membranous septum was 3mm and the final non-coronary cusp implant depth was 4.06mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. A post-implant balloon aortic valvuloplasty was performed using a 26mm non-abbott device, due to mild perivalvular leakage (pvl). Post-intervention it's noted that there was trace/trivial pvl post-procedure it was noted the patient had a normal sinus rhythm with a first degree heart block. The patient was to maintain temporary placement of a temporary pacemaker in the right ventricle. The cause of the patient's first degree and complete heart block are attributed to the patient's past medical history and the implant procedure. The cause of the mild perivalvular leak is attributed to calcific plaque burden, that effected complete expansion of the 35mm navitor vision valve. The patient was stable and in good condition at the time of report.

Manufacturer narrative:
An event of the mild perivalvular leak (pvl) and complete heart block after procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the patient's first degree and complete heart block are attributed to the patient's past medical history and the implant procedure. The cause of the mild perivalvular leak is attributed to calcific plaque burden, that effected complete expansion of the valve.. The reported unexpected medical intervention and surgical procedures were a result case-specific circumstances: temporary placement of a temporary pacemaker in the right ventricle due to complete heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.